Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the pump was alarming likely due to the pump going empty. It was unclear why the patient no longer had a managing physician as either the patient or the doctor moved. Physician listings were sent to the patient to find a new doctor. It was noted the patient was given 50 mg oral morphine to take twice per day, however it gave the patient headaches. No other symptoms were noted. The patient did not know when the pump started alarming. No further complications were reported. Additional information was received from a consumer. The alarm was due to an empty pump. The pump was refilled with medication and the issue was resolved as of (B)(6) 2017.